Manufacturer narrative:
The evaluation of this failure is based on information provided by the customer.

Event description:
The customer reported that when the device is powered by this battery, it causes the device to unexpectedly shut down when attempting to charge for defibrillation.